Event description:
It was reported that a spectrum infusion pump door closed sensor was not working found in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "door closed sensor not working" was reproduced. The color sensor light is blinking when the door is closed. A review of the event history log revealed "shut door - power off'" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the link not fully engaged when the door was closed. The link and hook required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.